Event description:
Information received indicates the siderail is missing screws in the latch causing it to not latch.

Manufacturer narrative:
The technician replaced the missing screws to repair the stretcher.